Manufacturer narrative:
Received 1 set of 3 used arcticgel pads only. The right thigh pad was not returned for evaluation. Visual inspection noted no obvious defects. The left chest pad was found with a small section of the reinforcing tab detached, evidence was observed that the tab was completely sealed on the pad. The reinforcing tab had a cut, which tore the peripheral seal of the pad. The cut was irregular indicating that excessive force was applied to the pad causing the tear. The other pads trim patterns were found to be within specifications and the energy connector did not present any damages and had adequate connection. No manufacturing issues were noted during the evaluation. A functional evaluation was performed via a flowrate test: the pads were connected to the arctic sun machine model 2000 for 10 minutes. Water immediately flowed to the pads. Left chest pad: it was not possible to register a specific flowrate as the flowrate value showed a constant variation and never stabilized. Left thigh pad: a total of 4.37 l/min m2 flow rate was registered during the test. Right chest pad: a total of 4.29 l/min m2 flow rate was registered during the test as the pad was crushed. According to the test method the flow rate was unacceptable on the left chest pad as a small section of the reinforcing tab detached. The tab was completely sealed on the pad. There was a cut on the reinforcing tab which tore the peripheral seal of the pad. The cut was irregular indicating that excessive force was applied to the pad causing the tear. As a result, the flowrate value showed a constant variation. The other pads were found to be within specification as the flowrate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed with an unknown root cause. The instructions for use state the following: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and had to be replaced.